Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens(iol) implant procedure the lens was scratched. The lens was inserted in the patient eye and removed during initial procedure replaced with another lens. Additional information has been requested.